Event description:
A surgeon reported two pts with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. For this pt, the surgeon reported that the lens is on axis, but the pt has a crossed cylinder result about 30 degrees away. The surgeon cannot explain the corneal cylinder. He reported the pt is coping with glasses and has asked the pt to have her fellow eye cataract surgery performed. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. No sample was returned. There have been no other complaints reported in the lot number. Additional info was requested on 01/19/2012 and 02/02/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).